Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error reading symbol and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were laying in bed, not feeling well after throwing up. It was indicated that the patient was unable to answer her boyfriend¿s basic questions as she was not fully aware of her surroundings. The patient¿s boyfriend took a fingerstick reading and the patient¿s glucose values were high as the continuous glucose monitor (cgm) did not alert the patient due to an error reading symbol. The patient¿s boyfriend called the hospital who prompted him to take the patient to the emergency room. When the patient arrived at the ER, she was admitted to the hospital for 5 days. The patient could not recall what treatments were made during the hospital stay. At the time of contact, the patient was in stable condition. Additional patient or event information is not available.

Manufacturer narrative:
(B)(4).